Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated low chloride (cl) patient results. Customer reported that the low patient results were not reported out of the laboratory. Customer reported that patient treatment was not affected. Customer reported that na (sodium) results were suppressed with reference drift error flags. Customer reported that the ion selective electrode (ise) drain assembly was also not draining. Customer reported that the flowcell appeared to be dirty. Customer indicated that the na hypochlorite and clenz solution had an expired date. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the vacuum waste valve and cleaned the flowcell.